Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the heartstart xl+ defibrillator battery was failing the capacity test on the analyzer. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.